Event description:
The patient was admitted for an electro-physiology study and ablation for atria fibrillation. A new esophageal temperature probe, the circa s-cath was to be inserted into the patient. The temperature probe has multiple sensor points and sits in the esophagus to monitor temperature so as to avoid accidental esophageal injury during ablation. Since the catheter is not straight, but has multiple s-shaped curves, it uses a stiff external prep tube to straighten it out before insertion. Once the external tube is slide over the temperature probe and the probe is straightened, a straight internal wire stylet is passed into the temperature probe lumen. The external tube is to be removed prior to placement of the styletted temperature probe into the patient and is discarded. Once the temperature probe is placed and the stylet removed, the probe's s-shape returns so that the catheter maximizes contact with the esophagus. In this case the external tube was not removed before insertion, and remained in the patient when the temp probe was removed at the end of the case. It is non-radiopaque and therefore was not seen on subsequent imaging studies. There are no markings on the tube to ensure it is not used as a cannula to get the small styletted temperature probe into position should the patient be intubated. Also, there are no instructions included in the s-cath probe kit, to demonstrate proper insertion techniques. There are also no cm guide marks on the temperature probe to assist as a guide to insertion, nor warnings not to re-insert the stylet should the probe not be in the correct position when confirmed by fluroscopy. The patient required 2 subsequent admissions at other hospitals for ongoing abdominal pain. The retained object was eventually noted during endoscopy. The patient was transferred back to us, and the object was removed. The patient required placement of an endoscopic clip.